Event description:
Info was submitted as follow-up. Rptr has been wearing a knee immobilizer bracke for 2 yrs & taking physical therapy. The dr told her she must wear the brace 24 hrs a day. He said her disease, degenerative arthritis had gotten progressively worse. He ordered her a cane to balance her walk. More physical therapy for extreme fatigue & of course pain medication. Look back over her x-rays, these implants failed her approx 9 yrs after they were implanted. She had mammograms every year & small calcifications on the left side. This is the side of her body that is weak & crippled. The x-rays did not reveal the implants were leaking. They were, & that is why she is cripple today. At 41 yrs, she began to feel very fatigue. She requested both of her implants after explantation. The dr gave her the right one back. He said the left one disintegrated as he was taking it out, but nothing leaked in her body. He did however remove the capsule, the major sourse of the irritant/toxin.